Manufacturer narrative:
(B)(4) device / parts will not be returned for evaluation.

Event description:
It was reported via a hot line call that the rn in the cicu (cardiac intensive care unit) called to report a pump that was removed last night from the patient (pt). The rn caring for the pt reported a "he loss alarm" and then she stated "everything went black." The rn stated that the pump was exchanged for pump 40101w. The rn stated that there were no other alarms and the pt remained stable with minimum delay in therapy during the exchange. During further discussion, the clinical support specialist (css) told the rn that she needed more information, as it seemed that the rn reported that there was an a-line present, but no ECG or bpw (balloon pressure waveform). This could be from the pump going to the "off position" after a "he alarm." The rn stated she would go back and ask the questions that the css asked. At 1635 the rn called the css back to report that there was in fact an ap (arterial pressure) waveform present, but no numbers. The loss of ECG could be related to issues they were having with the ECG cables which were switched out. There was no noted blood in the tubing or additional alarms (other than drain failure later in the night) or issues when switched to the other pump. The rn stated they had taken this pump to biomed to be checked just in case; although it sounds as if it could have been the pump changing to the off position with the he loss alarm. There is some confusion and they are unsure of exactly "what occurred." The css spoke to the field service representative who is following up with the biomed department.

Manufacturer narrative:
(B)(4). Evaluation: no iabp parts or recorder strips were returned to teleflex (B)(4) for evaluation. Note: a helium loss alarm will cause the pump to stop pumping (pump off), deflate iab, open vent valve, audio alarm, alarm message, freeze w/form - prints out on strip. The field service engineer contacted the biomed who stated that the pump did not have a trouble ticket and it was back in use. There was nothing in queue for the pump as of (B)(6) 2015. The teleflex database was also checked and there has been no service provided to the pump and no parts were replaced. There are 12 autocat2wave pumps located at this facility. The specific serial number was not reported, but a device history record (DHR) review was conducted for all the lot numbers/serial numbers at this account with no relevant findings found for 11 of the pumps. All 11 devices passed all manufacturing specifications prior to release. A device history record (DHR) review could not be completed on the iabp lot number/serial number (B)(4). The DHR job packet could not be retrieved. The DHR job packet is no longer on site. This is a 2003 autocat2wave pump. See other remarks section for continuation. Other remarks: conclusion: the reported complaint of "helium loss alarm 3" is confirmed based on the information provided to the css. The pump was exchanged for another pump. There was no problem found with the pump and returned to service. No parts or recorder strips were returned to teleflex (B)(4) facility for evaluation. The cause of the reported complaint could not be determined.

Event description:
It was reported via a hot line call that the rn in the cicu (cardiac intensive care unit) called to report a pump that was removed last night from the patient (pt). The rn caring for the pt reported a "he loss alarm" and then she stated "everything went black." The rn stated that the pump was exchanged for pump (B)(4). The rn stated that there were no other alarms and the pt remained stable with minimum delay in therapy during the exchange. During further discussion, the clinical support specialist (css) told the rn that she needed more information, as it seemed that the rn reported that there was an a-line present, but no ECG or bpw (balloon pressure waveform). This could be from the pump going to the "off position" after a "he alarm." The rn stated she would go back and ask the questions that the css asked. At 1635 the rn called the css back to report that there was in fact an ap (arterial pressure) waveform present, but no numbers. The loss of ECG could be related to issues they were having with the ECG cables which were switched out. There was no noted blood in the tubing or additional alarms (other than drain failure later in the night) or issues when switched to the other pump. The rn stated they had taken this pump to biomed to be checked just in case; although it sounds as if it could have been the pump changing to the off position with the he loss alarm. There is some confusion and they are unsure of exactly "what occurred." The css spoke to the field service representative who is following up with the biomed department.